Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the customer. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: inspection of the photograph provided by the customer revealed radial cracks on the screw hole on the lower case and a broken screw boss on the upper case. It was also reported that the heating element was open circuit. The subject infant warmer is over nine years old. A lot check revealed no other complaints of this nature for lot 050804. Conclusion: without the return of the complaint device we are unable to determine what may have caused the reported damage. The cracks noted in the photographs are likely to have occurred during the insertion or removal of screws over the nine years the device has been in use. An open circuit of the heating element and possible loss of electrical continuity will result in a fail safe condition where power to the heating element is ceased and the device is inoperable. An error code e17 is also displayed with an audible and visual alarm. The infant warmer operating manual also states: "do not use the warmer if the see manual alarm is activated."

Event description:
A distributor in (B)(6) reported that the heating element on an iw932 cosycot infant warmer was not working. They further reported that the lower head case was broken. This was found prior to patient use.

Event description:
A distributor in (B)(6) reported that the heating element on an iw932 cosycot infant warmer was not working. They further reported that the lower head case was broken. This was found prior to patient use.